Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device has not been returned for evaluation. However, the log file shows device leak and blower failure alarms happened at the same time. The following are also reviewed from the log file provided by the customer: looks valve is opens always, valve test cannot pass and leak flow is at 20-25 lpm, performed blower test, blower running is normal, looks this unit never performing circuit test during troubleshooting and filter of inlet and fan is not good and never change and performed inspiration valve test but the result failed. Result of investigation: vyaire medical determined the root cause as due to presence of leak in inspiration valve nt. Initiated an inspiration valve under warranty replacement for the unit.

Event description:
The customer delear reported bellavista1000 appeared inspiration valve or device leaky and blower failure alarms during device troubleshooting. There was no information for patient involvement associated with the event.